Event description:
It was reported that during a donor nephrectomy procedure, in the middle of the case the surgeon asked the tech to clean the tip of the device. The tech wiped the tip and the tip broke off and snapped off in half completely. The rep asked the surgeon if the device was activated on metal and the surgeon mentioned he never heard metal to metal. The tip broke off outside the patient. It is unknown if the tip will be returned with the device. It is unknown how the case was completed. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a broken blade.